Event description:
It was reported that the per wo evaluation, there was an error 99 (patient temperature out of calibration- no control) appeared during calibration in an arctic sun device, the 40308600 isolation circuit card must be replaced to solve the problem. Per review of wo on 03apr2026, no patient impact reported, no patient identifier available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, there was an error 99 (patient temperature out of calibration, no control) appeared during calibration in an arctic sun device, the 40308600 isolation circuit card must be replaced to solve the problem. Per review of wo on 03apr2026, no patient impact reported, no patient identifier available.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty isolation circuit card. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) ctu error 99. Isolation circuit card had failed. Isolation card was replaced. Device underwent pm procedure. Circulation pump, mixing pump, heater, drain valves and cleaning solution were replaced. Electrical safety inspection of the system. Functional test of the system. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.